Event description:
Reportedly, the clear plastic lens at the distal end of the instrument disengaged into the pt cavity and was subsequently retrieved to complete the case without further incident. Pt status: no pt injury reported.